Event description:
The user facility reported, the housing broke at the weld and some non sterile parts of the housing fell on the operative field during a procedure. The patient received a double antibiotic therapy, which is considered medical intervention to prevent a serious injury. There were no reported adverse consequences. There was a unknown delay length to change and sterilize the surgical field.

Event description:
The user facility reported, the housing broke at the weld and some non sterile parts of the housing fell on the operative field during a procedure. The patient received a double antibiotic therapy, which is considered medical intervention to prevent a serious injury. There were no reported adverse consequences. There was a unknown delay length to change and sterilize the surgical field.